Event description:
It was reported that there was a disconnection between a minicap extended life pd transfer set and the titanium adapter resulting in a leak. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury; however, the patient received intravenous antibiotics. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to f10/h6: medical device problem codes: a050401 added (previously omitted). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.